Manufacturer narrative:
Additional information to b5, g3. Corrected data: h6.

Event description:
The capsular tension ring (ctr) was reportedly placed primarily due to rotation of the iol in the first/fellow eye. Please refer to medwatch record #0001313525-2020-00211 for the left eye.

Manufacturer narrative:
The reporter indicated that the lens remains implanted. A review of the device history record (DHR) found no nonconformities or anomalies related to this complaint, and there have been no other similar events reported for this lot to date. The lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. Based on the information provided, the root cause of this event could not be conclusively determined, however; it is noteworthy to mention that the inserter and viscoelastic utilized in this event are not validated for use with the reported iol. No further actions are deemed necessary at this time necessary at this time.

Event description:
It was reported that the intraocular lens was implanted in the right eye with an axis of 177 degrees. Eighteen days post implant, the lens was repositioned due to lens rotation and a capsular tension ring (ctr) was placed. The lens remains in the eye. In the surgeon's opinion the most likely cause of the event is unknown as allegedly, he has never seen iol rotation in consecutive eye surgeries. Patient outcome is good. Please refer to medwatch record # 0001313525-2020-00211 for the left eye.